Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the device was received with the handle components and carriage components detached from the dcs and the end cap/screw gear snap fit connected. Visual analysis showed the tip-retrieval mechanism, capsule, inner member shaft, and spindle hub appeared intact with no evidence of damage. Stress marks were observed on both tab 3 and tab 4 at the point where the tab protrudes from the deployment knob. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported the deployment knob (actuator) was separated when opening the carton box. The suspect dcs was returned for analysis with the actuator and carriage components detached from the dcs and the snap fit tabs of the actuator were damaged. There was no other evidence of damage observed on the dcs. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. The carriage was also separated, this is most likely due to the separated actuator no longer securing the carriage components in place. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, when removing the box from the shelf, a noise was heard inside. The box was opened and it was reported that the handle of the delivery catheter system was not connected. It appeared to be the deployment knob; however, the package was not opened to confirm what part of the handle that was not connected. It was not used during a case. It was reported there was no damage to the packing prior to opening it. No adverse patient effects were reported.